Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection the bronchovideoscope, had no image was found. There was no patient involvement.